Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leakage of infusion sets event on (B)(6) 2025. The leakage was at the site. No further information available.